Event description:
It was reported that during colon procedure the device cut but no staples formed. The surgeon performed a loop ileostomy. A linear cutter was pulled to cut distal portion of the rectum. The procedure was extended, unknown how long extended. The patient was stable after the procedure and is now at home. The account will not release the device. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Device retained by account.